Event description:
It was reported to philips that during cath lab procedure therapy disable message coming. The device was in use on a patient when the issue occurred. Another device was required to defibrillate the patient, stating a 2-minute delay to shock. The patient¿s outcome was successful resuscitation. Based on the information available, the reported event will be considered a serious injury due to the serious deterioration of health that may result from a delay to shock. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 device indicating that the during the lab procedure the device responded with therapy disabled message. The device was in use on a patient when the issue occurred. Another device was required to defibrillate the patient, stating a 2-minute delay to shock. The patient¿s outcome was successful resuscitation. The patient¿s age and gender were asked but unknown. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.